Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a pocket erosion. A new device was implanted. There was no additional adverse patient effects were reported. This lead remains in service.